Event description:
It was reported to boston scientific corporation that a resolution clip device was used post polypectomy during a colonoscopy screening within the cecum, performed on (B)(6) 2013. According to the complainant, after removing a polyp from the cecum, a large divot was left in the mucosa. A resolution clip device was advanced to the target site, and then locked and deployed; however, the clip assembly failed to release from the delivery catheter. Reportedly, when the physician attempted to withdraw the catheter, the clip assembly was pulled from the tissue. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.